Event description:
The device was reported to have the whole back of the catheter come off when trying to disconnect the cable. The catheter was reported to be "defected". No patient injuries were reported.

Manufacturer narrative:
Innovative health llc became aware on (B)(6) 2024 of a reprocessed webster cs bi-directional diagnostic electrophysiology catheter from ochsner health system reported to have the whole back of the catheter come off when trying to disconnect the device from the cable. The device was reported to be "defected". A review of the process control record was performed and no anomalies were noted. The device passed all inspection criteria at the time of manufacturing. Innovative health received the device for evaluation on 15-apr-2024. Upon investigation, the device connector was found to be separated from the handle. The device connector remained attached to the handle and did not separate completely. The entire device and cable were returned and no missing pieces were noted. Upon evaluation of the complaint device, no additional damage or defects were noted in the device connector upon separating the device connector from the cable connector. No injuries were reported as a result of the event.